Event description:
According to the customer: "the customer lowered the pt's rectal temperature at 28 degrees centigrade for aortic blockage. Then initiated rewarming and aortic blockage simultaneously. When the customer re-started perfusion afterwards, the blood pressure before the oxygenator increased upto 500mmhg (primary pressure). The blood pressure gradually decreased as the customer reduced the flow rate. The operation was been completed without any harm to the pt." (B)(4).

Manufacturer narrative:
The investigation of the manufacturer is still pending. The product was not received for investigation yet. A supplemental medwatch will be submitted when further info becomes available.